Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm was noted. The unit was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The unit had cracked battery tube threads.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. She complained of chest pain and vomiting, noting that her blood glucose was 180 mg/dl and rose to over 700 mg/dl. She stated that she had woken up fine but felt nausea later. She stated that the device showed high, so she treated with a bolus and manual injection prior to the 911 call. Upon troubleshooting, the insulin pump passed the high pressure test. She stated that she ran the self-test herself, and it seemed fine but it still ran rough. She noted that the insulin pump alarmed no delivery on (B)(6) 2015. She found a bent infusion set cannula and reported that the no delivery alarm was resolved by a complete set change. She declined to return the supplies for analysis. She stated that she thought the motor was going to die whenever she used the device. She was advised to replace the insulin pump and agreed to return the device for analysis.